Manufacturer narrative:
Investigation evaluation: the product said to be involved was returned in a white plastic bag, provided with the return was an open box and an open pouch from the lot number provided in the report. The label matches the product returned. Photos provided show the product label from the reported lot, the handle cannula removed from the handle, and the handle cannula in the handle in the advanced position with the basket and large portion of the drive wire advance out of the catheter. Our evaluation of the product said to be involved confirmed the report. The device was returned with the basket advanced out of the catheter with a 19.3cm section of the drive wire advanced beyond the distal end of the catheter. The clear catheter was confirmed to be within specification measured from the handle to the distal tip of the catheter. A clear liquid was also noted within the catheter with a grey tint near the white shrink tube at the proximal end. A bend was noted in the white shrink tubing 11.3cm distal from the handle. When attempting to retract the basket it was unresponsive to handle manipulation and the handle cannula slid completely out of the handle without resistance. The handle cannula was observed to be fully detached from the drive wire. A significant notch was noted in the distal end of the cannula. The total length of the drive wire was also found to be within specification. The proximal end of the drive wire does not show evidence of damage or fracture indicative it became free without significant force being applied. A reddish-brown substance was noted on the distal tip of the clear tubing and drive wire, a yellow substance was noted on the device handle, and rust was observed at the proximal end of the drive wire. The basket wires appear fully formed and intact. A lab meeting was held with production leadership and photos were exchanged with manufacturing engineering on 22jul2024 resulting in the following observations and conclusions: the weld bead on the proximal tip of the drive wire was intact indicating that the detached drive wire is whole. The drive wire does not appear to have been captured and secured in the weld at the proximal end of the handle cannula. The proximal weld of the cannula appears complete and smooth confirming the weld process did take place. Additionally, the solder on the distal end of the handle cannula did not secure the drive wire due to a combination of insufficient soldering and over buffing during the manufacturing process. There was a lack of solder on the section of the drive wire where the solder would have adhered to despite some noted discoloration in that area of the drive wire and despite solder being present on the handle cannula. The over buffing on of the solder was noted as there appears to be a notable narrowing of the outer diameter at the distal tip of the handle cannula at the solder point, thinning the solder, further weakening it and resulting in the notch observed at the distal end of the cannula. The improper weld, insufficient solder, and over buffing of the handle cannula resulted in the detachment of the drive wire. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: our evaluation of the returned device confirmed the report. Insufficient solder, over buffing of the solder, and drive wire not being welded appropriately resulted in the detachment of the drive wire. These nonconformances are the result of operator error during the manufacturing process. Production management and the department team leads were notified of this occurrence. Additionally, a notification of operator related complaint form was provided to production management to make them aware of an operator related complaint. A retraining of the operator on the related processes was performed in response to this occurrence. Prior to distribution, all memory hard wire baskets are subjected to a visual inspection and functional testing to ensure device integrity. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
In preparation for an extraction, the physician selected a cook memory hard wire basket. It was reported that the user opened the package, and injected water then attempt to close the basket so that it can be advanced into the endoscope working channel. The basket could not be closed, and the user attempted to retracted the whole inner core and discovered that around 15cm, the inner core was broken and rusty. User changed to another brand of device to complete the procedure. This was observed prior to patient contact so there was no impact to the patient.